Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having high blood glucose levels around 400 mg/dl to 500 mg/dl. He treated his high blood glucose level with the insulin pump. He visited his health care provider and they told him that he needed surgery to remove his thyroid. This might be causing his high blood glucose level. The device was not returned.